Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00614. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the position guide rod and the broach handle broke during a procedure. There was no impact or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Corrected d4: during the investigation it was determined that the incorrect lot number was provided in the initial report. This has now been updated to ¿no information (ni)¿. Visual examination of the provided pictures identified the strike plate of the broach handles has fractured and is seen in the bag. No further evaluations can be made from the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved is not known. Root cause was unable to be determined as the necessary information to adequately investigation the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.